Event description:
Additional information received from consumer on 2017-apr-17 reported that the patient's pump malfunctioned and was beeping. It was noted this was not related to an magnetic resonance imaging (MRI). It was reviewed that the patient went into their healthcare professional's(hcp) office and they ended up turning the pump off. It was noted that the patient went on a planned vacation and then later the pump was replaced and that issue was not present with the current pump. It was noted that the issue was resolved. It was noted that the patient had prialt in the pump, but was unsure of the dose and concentration. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was provided by a manufacturer's representative. It was reported the pump was explanted and replaced after the critical alarm occurred. The pump logs indicated that the pump was used to infuse prialt, 5.0 mcg/ml at 1.7025 mcg/day. The provided pump logs show a motor stall occurred on (B)(6) 2016, and a "stopped pump period may exceed tube set" occurring on (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mcg/ml prialt at a dose of 1.7 mcg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred and the patient did not recently have an MRI. The pump status and/or event log reported showed the motor stall occurred on (B)(6) 2016 and the message stopped pump period may exceed tube set occurred on (B)(6) 2016. There were no magnetic sources that had been near the pump. There were no symptoms reported. It was reported that the pump had a non-critical alarm start beeping. On (B)(6) 2016, more information was received regarding the event. An explant of the device was planned, but not scheduled. There was critical beeping every ten minutes. The representative tried to interrogate and update the pump several times with no results. The programmer showed that a motor stall occurred with unsuccessful motor restart. There were no withdrawal symptoms. The issue was not resolved and the patient status was alive with no injury. The pump was beeping every ten to twenty minutes since (B)(6) 2016. On (B)(6) 2016, additional information was received. The pump was interrogated and updated at least five times, but motor restart did not occur. The cause of the motor stall and critical alarm were not determined.

Manufacturer narrative:
Analysis of the pump/pumphead revealed pump tube binding. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.